Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report receiving an unexpected shock from the implantable cardioverter defibrillator (ICD) after placing a cell phone in shirt pocket over the ICD. The patient reports experiencing numbness and tingling sensation in entire left arm to hand. A follow up with the patient¿s healthcare provider yielded no further information. The ICD remains in use. No further patient complications have been reported as a result of this event.